Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and not responding. A field service engineer confirmed that the station had no power and observed a black screen upon arrival, identified that the drawer control board for main drawer 2.2 was causing the power shutdown, while the t board and the drawer control board for 2.1 were in good condition, replaced the drawer control board for 2.2 and rebooted the device, after which all drawers were successfully detected on the bus, verified drawer functionality using the hardware test application (hta) and did not identify any additional malfunctions in hta or the station application, then turned the device over validation, and customer confirmed that the station was functioning properly and that the service request had been successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a black screen and was unresponsive. Remote smart service showed the device as offline. Manual unplug and plug of the power was attempted, but the device failed to boot and remained non responsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.